Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient shortly after placement. The user allegedly injected the device with 10 ml of water; however, after inspection of the dislodged device, it was noted that the balloon did not have the 10 ml of water, and was not inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient shortly after placement. The user allegedly injected the device with 10 ml of water; however, after inspection of the dislodged device, it was noted that the balloon did not have the 10 ml of water, and was not inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient shortly after placement. The user allegedly injected the device with 10 ml of water; however, after inspection of the dislodged device, it was noted that the balloon did not have the 10 ml of water, and was not inflated.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. During the visual inspection the sample was evaluated and observed a pinhole at the rubberize layer. The functional evaluation was conducted as follows: inflated with water and observed water leaking from the balloon. The pinhole was evaluated under microscope and noted to be round and caused by a sharp object from outside. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients. Do not use in patients who are or have been allergic to natural rubber latex." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found dislodged from the patient shortly after placement. The user allegedly injected the device with 10 ml of water; however, after inspection of the dislodged device, it was noted that the balloon did not contain the 10 ml of water, and was not inflated.